Event description:
Country of complaint: (B)(6). Client complained: packaging foil sticks to the product.

Manufacturer narrative:
510 (k): k081973. Us reporting agent notified on: (B)(4) 2014. Mfg site evaluation: failure occurred in batches manufactured between february and may 2008. Packaging was changed from (B)(4). No further complaints.